Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Photo investigation: the device was not returned. A photo-investigation was performed on the images. The attachment was x-ray images of the femur where the cable could be seen. The x-ray images show that the cable looped around the bone. No apparent issues could be observed related to the implanted cable. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was not confirmed during photo investigation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for an unknown cable/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent revision surgery due to lateral hip pain. The trochanteric fixation nail advanced (tfna) blade was extracted from the tfna nail and was exchanged for a shorter blade. During the procedure, when using an extraction screw and backslap rod, the rod would not screw into back of extraction screw resulting in the surgeon not being able to backslap to remove. The procedure was successfully completed. Patient outcome is unknown. This report is for an unknown cable. This is report 4 of 4 for (B)(4) and captures the revisions surgery due to patient paint. The intraoperative event is captured under (B)(4).